Manufacturer narrative:
The device was requested for evaluation; however, it is not available. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a consumer purchased their contact lenses and lens care solution from an on-line store. After wearing the contact lenses, the consumer reported her eyes became bloodshot, red, dry, and painful. The following day, the consumer visited a hospital and was diagnosed with conjunctivitis in both eyes keratitis in the right eye. They were treated with recombinant bovine basic fibroblast growth factor eye drops, gatifloxacin eye drops and ganciclovir ophthalmic gel. Based on medications prescribed, the keratitis is considered microbial.

Manufacturer narrative:
Although requested, the product was not available for return. A review of the lot batch record and testing of retain samples concluded that the product was formulated and manufactured according to local and global specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.